Event description:
Reporter applied patch to right side of his back vertically for back pain. He wore patch for approx 8 hrs. When he removed patch, it pulled off skin in spotty areas. He spoke to nurse practitioner at doctor's office and was advised to apply bacitracin ointment to the area. He subsequently saw doctor twice and was told that he was healing well, but may have scar. Area took one month to heal, and scars remain at present time.